Manufacturer narrative:
A philips technical consultant (tc) spoke with the customer to resolve the issue. The tc provided the customer with the price and part number of a replacement speaker to resolve the issue.

Event description:
The customer reported that their speaker was damaged and that they needed a replacement. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.